Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. On the night of (B)(6) 2025, the patient was watching her grandchildren. She stated she had to calibrate the cgm twice during the day because she was shaking and felt like her bg readings were low but the cgm was reading higher (no specific values were provided). Around 9:30pm, the cgm was 109 mg/dl. The patient took a glucose pill and started feeling nauseous and checked her bg after 15 minutes and it was 79 mg/dl. The patient took 2 more glucose pills but vomited. She called her neighbor to watch her grandchildren while she called an ambulance. When paramedics arrived, they provided the patient with medication that was like a glucose pill but gel form but the patient vomited again. Emt stated the cgm was 81 mg/dl but the patient could not recall what the bg reading was. The patient was taken to the hospital because she was "paralyzed" and could hardly talk. The doctor at the hospital could not confirm if the patient's symptoms were due to a mini stroke or because of her blood sugar. The patient was give fluids via IV for dehydration. The patient was discharged on (B)(6) 2025. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid was taken when the patient started to experience symptoms. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the emt arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.